Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure the stent moved on the delivery system. Vascular access was obtained via the brachial artery. The 80% stenosed target lesion was located in the moderately tortuous left external iliac artery. A non bsc sheath advanced from brachial to iliac bifurcation. A 0.035 inch non bsc guide wire crossed the lesion then an 8.0 x 40 x 135cm express stent delivery system advanced over the non bsc guide wire. It was noted that the stent moved on balloon after coming out of the non bsc sheath. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event 18 years or older. (B)(4). The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).